Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, lot number: p905174, h6: a medtronic representative went to the site to test the equipment. Testing revealed that after the camera was replaced, the s ystem functioned as intended. Codes b01, c08, and d02 are applicable to this analysis. The camera, lot number: p905174, was returned to the manufacturer for analysis. After functional testing and visual/physical examination, the reported issue was confirmed to be an electrical failure. The returned power supply unit (psu) contained scratches on the housing and lenses. A check of the event log revealed intermittent firmware incompatibility. There was also a battery voltage low message along with bump detected and storage temperature exceeded messages. The psu passed an accuracy test (aak) at .166mm with a passing threshold of .250mm. This psu had not been previously returned for a failure. Codes b01, c02, and d02 are applicable to this analysis. H6: codes a05: mechanical problem, a1102: application program problem are applicable to the system displayed a localizer faulted error message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system displayed a localizer faulted error message. Troubleshooting was performed. The network device interface (ndi) toolbox showed a bump detected and internal temp exceeded. There was no patient involvement.